Event description:
A customer reported an event of a odor emitting from the sterrad® 200 sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the catalytic decomp filter was replaced. Unit meets specifications and was returned to service on 05/12/2015.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: additional part replaced during service: oil mist filter, vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra) the DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release; the service history for this unit was reviewed for the past 6 months (11/12/2014 to 05/11/2015) and trending was not exceeded; the fmea revealed the risk priority number (rpn) scores are considered to be acceptable; the sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter, oil mist filter, and vacuum pump oil were not returned for functional evaluation. The assignable cause of the odor/smells issue is the catalytic converter, oil mist filter, and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 200 was restored to proper function after service. The issue has been resolved at the customer facility. Asp will continue to track and trend this issue.